Event description:
Technician alleged that the brakes were not holding. No patient impact.

Manufacturer narrative:
The technician found that the brake and steer casters were not braking well even after adjustment. The technician replaced the brake and brake steer casters to resolve the issue.